Event description:
On (B)(6) 2024, during an extreme lateral interbody fusion procedure from l2 to l5 when an interbody spacer was inserted into the l3/4 disc space, the implant immediately subsided intraoperatively. The patient was scheduled to receive additional posterior fixation on (B)(6) 2024. Information on whether the posterior fixation surgery was always part of the patient's treatment plan or became necessary following the reported subsidence was not provided. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
No device was returned for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. Information regarding the patient's bone quality/bone density was not provided for review. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. Based on the information obtained, the complaint was unable to be confirmed and a definitive root cause was unable to be determined but may have been the result of result of patient related factors. Labeling review: "contraindications... Contraindications include, but are not limited to...patients with inadequate bone stock or quality..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)... Loss of fixation..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Warnings, cautions and precautions... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants...patients with previous spinal surgery at the level(s) to be treated may have different clinical outcomes compared to those without a previous surgery..."